Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when the surgeon was stapling on the greater curve of the stomach, the stapler was able to fire. However, staple line incomplete was noted. The surgeon sutured the staple lines to fixed.